Manufacturer narrative:
(B)(4). We have requested the return of the subject mr850 respiratory humidifier for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in california reported that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section b4: date of this report updated. Section d9: returned to manufacturer ticked, received date updated. Secrion g3: date receieved by manufacturer updated. Section g6: follow up report # updated. Section h2: correction ticked. Section h6: investigation findings (c) and investigation conclusions (d) coding updated. Method: the pcb of the subject mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit condition of the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned at our fisher & paykel (f&p) healthcare regional officec in the USA where it was inspected by a trained f&p healthcare service technician. Our investigation is thus based on the information provided by the f&p healthcare service technician, the information provided by the healthcare facility and our knowledge of the product. Results: testing of the subject device observed that no sound was generated from the speaker, confirming the reported issue. Conclusion: without the return of the subject device, we are unable to determine the exact cause of the reported issue. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.